Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that during an ablation procedure to treat an atrial fibrillation, a polarxfit catheter was selected for use. Phrenic nerve disorder has occurred. Left superior pulmonary vein was cooled, followed by the left inferior pulmonary vein. When the right inferior pulmonary vein was being cooled around 177 sec, diaphragm movement became slow, decrease in cmap was noticed. Physician performed a double stop at 177 seconds and stop cooling. Balloon catheter was deflated without any problems. Waited 15 min but diaphragm movement did not return, so it was decided to switch to rf ablation. After that, it is unknown if phrenic nerve disorder recovered because diaphragm pacing was not done. The procedure was finished with suspicion of phrenic nerve injury. Catheter is not expected to be returned.